Event description:
On (B)(6) 2010, the pt was implanted with two gore tag thoracic endoprosthesis to treat the thoracic aortic aneurysm. In (B)(6) 2012 (exact date unk), a f/u CT (non contrast) revealed aneurysm enlargement. Cta was scheduled for the pt in early (B)(6). On (B)(6) 2012, the pt developed an aneurysm rupture while in the hospital for hemodialysis. An angiogram revealed that the aneurysm ruptured due to a distal type I endoleak. Emergently, a tag was implanted distally to repair the type I endoleak. Because of severe calcification of the landing zone, the endoleak was not resolved. The physician implanted a large palmaz stent distally within the tag to resolve the endoleak. The pt was transferred to the ICU but expired due to the excessive blood loss (greater than 4 liters) on the same day.

Manufacturer narrative:
Result: the review of the mfg paperwork verified that this lot met all pre-release specs.